Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and battery cap damage. Customer's blood glucose level was over 600 mg/dl. Customer treated their high blood glucose via insulin pump using the same set. Customer advised they were unable to link the insulin pump to the sensor. Customer advised they felt sick as there was a sickness going around, then they woke up with high blood glucose levels two days in a row and slept late the night before they received high blood glucose levels. Customer was advised a replacement battery cap would be sent out.